Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited no image. The issue was identified during a diagnostic colonoscopy procedure, which was completed using an olympus back-up device. The device was outside the patient during sedation. There were no reports of patient harm.